Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple times escape button was stick. The blood glucose at the time of the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive esc button due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over/under delivery anomaly or reset alarm due to unresponsive button. (B)(4).